Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: one opening observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ creases were observed. ¿ yellow particles observed inner the device. Additional, changed, and/or corrected data: d9, h3, h6.